Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that tubing sustained separation at outlet port of filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation, leakage, and blood backflow. The following information was provided by the initial reporter: IV tubing sustained separation at outlet port of filter. This caused chemotherapy leakage from site and blood backfill from IV site into filter as well. Material no: 10013902. Number of occurrences: 1.0. Lot number: unknown.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation, leakage, and blood backflow. The following information was provided by the initial reporter: IV tubing sustained separation at outlet port of filter. This caused chemotherapy leakage from site and blood backfill from IV site into filter as well. Material no: 10013902. Number of occurrences: 1.0. Lot number: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that tubing sustained separation at outlet port of filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.